Event description:
Boston scientific crm received information that this device oversensed noise on a competitor's right ventricular rate/sense lead resulting in pacing inhibition. The patient was pacemaker dependant and became symptomatic (lightheaded) during this. The patient was hospitalized and surgical intervention was performed. The device was programmed to tachy mode off during the surgical intervention as electrocautery was being used. During the procedure, the device went into safety core in which tachy therapy was reestablished. As a result the device oversensed the electrocautery and administered an inappropriate shock. The device was explanted and replaced and the competitor's lead was surgically abandoned (capped).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this device is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.